Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps elevator could not be identified and a definitive root cause of the issue was determined, however, it is likely that the device was not cleaned/reprocessed in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Reprocessing information: a. Any malfunction of reprocessing accessories. Ans: no. B. Delay of pre cleaning ans: no. C. Delay of manual cleaning (if delayed, pre soaking is required) ans :: no. D. Move the forceps elevator up & down for three times in water during pre cleaning ans: intermittent. E. Brushing around forceps elevator during manual cleaning ans: reuse or missout of usage of maj-1888 brush as reported. F. Flushing detergent around forceps elevator during manual cleaning ans: yes, recommended detergent is used. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested an annual inspection and an olympus representative reported during annual inspection of evis exera ii duodenovideoscope there was foreign material found in the forceps. There was no patient or procedure involvement and no reports of patient or user harm associated with this event. This medwatch is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The foreign material in the forceps elevator was yellowish/brown in color and cannot be identified. The customer later confirmed the device was reprocessed prior to returning the device. Upon evaluation additional findings were noted: scratch on the connecting tube, bending angle in the right direction and up direction does not meet the standard value, scratch on the plastic cover, dent on the scope cover, buckling on the connecting tube, chip on the light guide lens, detached adhesive on the bending section cover, scratched universal cord, and wear on the adhesive around the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.